Event description:
It was reported that during a sigmoid resection procedure, the instrument broke open at the handle. Instrument cut tissue, but did not staple the tissue. There was no patient consequence.